Event description:
It was reported that the pacemaker battery had gone from 11 years to 9 years in just a few months. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past several months. A device replacement was recommended. No adverse patient effects were reported.